Event description:
A customer reported that a system received a system message code and the illumination lamp turned off. There was no patient harm. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).